Event description:
It was reported the device displays pump settings and patient data lost after power off and power on. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a missing tamper seal. Functional testing found the internal battery was depleted, causing the pump settings and patient data lost alarm to retrigger after every boot. The printed wire assembly board needs to be replaced. The root cause of the reported issue was found to be component failure - depleted battery on the printed wire assembly board.